Event description:
The consumer reported receiving a two to three inch burn on her back from use of the heating pad. She did seek medical attention for the burn and was prescribed cream. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instructions.